Event description:
Caller reported that the display on the pump was very dim, affecting their ability to interact with it. There was no adverse impact on the customer¿s blood glucose level as it remained within normal range. In response, the customer opted to use mdi as a backup therapy to ensure insulin delivery continuity. Tandem technical support decided to replace the faulty pump, providing necessary instructions for putting the pump into storage mode, return procedures, and training available through tandem source. The customer acknowledged and understood all instructions and arrangements for the replacement.